Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, surgery (essure tubal ligation provider wisdom tooth extraction, breast needle biopsy, ovary removal, hysterectomy), thyroid disorder, past tobacco smoking and obesity. Previously administered products included: cholecalciferol, ibuprofen, estradiol, levothyroxine and trazodone. The patient had a family history of breast cancer. As concurrent condition the report mentioned brca1 gene mutation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2436 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingoophorectomy and cystourethroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted removal date of drug updated from on (B)(6) 2016 00:00 to on (B)(6) 2010. Discrepancy noted insertion date of drug updated from on (B)(6) 2010 to on (B)(6) 2016. Risks: and benefits of a tubal sterilization were explained to her including the risks of anesthesia, infection, hemorrhage, blood clots potential for perforation of uterus or pelvic organs, potential for the device to migrate, risk of failure of 2 to 6 per 1000, and the possibility of an ectopic pregnancy should the tubal ligation fail. The patient stated that she understood the risks and benefits and wished to proceed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.912 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: narrative: diagnostic hysterosalpingogram procedure and interpretation on (B)(6) 2010 by dr. History: status post essure sterilization procedure in the fallopian tubes, evaluate for obstruction procedure: procedure is fully explained to the patient before initiating. The introitus was sterilely prepped with some betadine. Speculum exam performed and localized the cervix. Small rubber catheter inserted to the cervix. Contrast material was injected under fluoroscopic guidance. Multiple images were obtained. Oblique views included. Findings: there is normal opacification of the endometrial cavity and small radiopaque essure sterilization devices in both fallopian tubes. There is no filling of the of the fallopian tubes or spill into the peritoneal cavity. Impression: impression: tubal obstruction secondary to sterilization. [Pathology test] on (B)(6) 2016: surgical pathology: specimens: uterus, bilateral tubes and ovaries clinical diagnosis: positive brca ii, family history of cancer. Final pathological diagnosis: uterus, ovaries, bilateral fallopian tubes: cervix, negative for squamous dysplasia. Benign secretory endometrium, negative for endometrial hyperplasia and chronic endometritis. Leiomyoma (one). Unremarkable uterine serosa. Right fallopian tube with benign para tubal cyst. Right ovary with large hemorrhagic corpus luteal cyst and follicular cysts. Left fallopian tube with benign para tubal cyst. Left ovary with benign follicular cysts and hemorrhagic corpus luteal cyst. Negative for malignancy. Uterus, bilateral tubes and ovaries:. The remaining cut surfaces to both ovaries reveal a tan stroma with normal physiological structures identified. At the insertion site of both fallopian tubes is a coiled portion of metal. This is removed and the bilateral ovaries fallopian tubes are submitted in their entirety. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.